Manufacturer narrative:
This report is submitted on september 26, 2018, (B)(4).

Event description:
It was reported that the patient experience pain at the abutment site. Subsequently, the abutment was removed under a general anaesthetic on (B)(6) 2018.

Manufacturer narrative:
This report is submitted on march 14, 2018. (B)(4).